Manufacturer narrative:
The customer sent picture of the test cards showing positive results and images of two boxes showing lot numbers 234co20310 (use by 2024-03-09) and 234co20422 (use by 2024-07-21). The customer also provided an image of the test results performed at the physician's office on (B)(6) 2023 both indicating that antigen tests were used both times showing negative results. The test brand was not disclosed. Ihealth labs has found that the lot # 234co20310 and lot # 234co20422 has not been associated with a non-authentic product nor did the customer indicate tampering. The customer did not identify the source of the product. Ihealth labs had the customer on 1/5/2024 to send us the used and unused product, but the customer has not replied. The customer hadn't taken a pcr test. The manufacturer retested the lot (234co20310) sample and the test result was qualified.

Event description:
Event details: I've had several issues with your covid test giving me positive results. I went to a clinic to double check, and they were saying I was negative. Please give me a call back, because this is several times I've had issues with this product and you need to check it because it's really upsetting to people to get a positive reading and then find out that you do not have covid. Please get back with me. This is very important. (Voice to text translation has been corrected).